Manufacturer narrative:
Follow-up # 2 - 2/6/2015 device evaluation. The lay user/patients test strips have been returned on 12/9/2014 and further evaluated by lifescan product analysis on 1/14/2015 with the following findings:additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test, the vial passed pdt testing. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate erratic results with their onetouch verio iq meter. The reporter obtained a blood glucose reading of "177mg/dl" on the subject meter, however no other results were obtained at this time. This complaint is being reported because it is not known if the reported results meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/27/2014). The patient¿s test strips have been returned on 12/9/2014 and evaluated by lifescan product analysis on 12/16/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.